Manufacturer narrative:
The result of the analysis confirmed the reported event of failure to start-up. Inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.